Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced replace battery now and power loss alarm. The customer's blood glucose value was 130 mg/dl. The customer did not receive low battery alert prior to the replace battery now alarm. The customer stated that the display went blank during church. The customer declined to troubleshoot for blank display. The product was returned for analysis.